Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 307411-03. Expiration date - the correct expiration date is 05/31/2016.

Event description:
The customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, visual analysis, retains analysis, concomitant product evaluation, and system risk analysis (sra). A DHR review determined no anomalies were observed that would contribute to the customer's experienced issue. All process specifications were met before release of product. Trending by lot number, visual analysis, retains analysis and concomitant product evaluation were not performed since there was clear and sufficient information to determine the issue was a result of use error. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error as it was determined the load exceeded the weight limit. The customer was subsequently retrained to follow the load requirements for the specific sterrad® cycle. The issue will continue to be tracked and trended.